Event description:
Caller reported discrepant high troponin (tni) results compared to another hospital for several pts. (See MFR report #2027969-2012-01027 for other pt). One pt was run a few days ago and the tni was high. The doctor ordered a tni test 6 hours later and it was still high. The pt was sent to the hospital and sent back because the tni was normal there. No other pt info was available. Additional results were provided for other pts. (See below) additional pts: pt 1: tni 0.06, sister hospital <0.05. Pt 2: tni 0.28, sister hospital 0.07. Pt 3: ckmb 4.4, myo 106, tni 0.27, sister hospital tni <0.05. Pt 4: ckmb <1.0, myo 32.6, tni 0.06, sister hospital tni <0.05. Pt 5: ckmb 6.4, myo 138, tni 0.3. Pt sample repeated: ckmb 5.9, myo 98.2, tni 0.31. Sister hospital tni <0.05. Tni reference range: <0.05 normal; >0.05 abnormal; no gray zone.

Manufacturer narrative:
Pt samples were not returned for investigation. Retained lot k50515 was previously tested in-house. All of the results of whole blood testing were <0.10 ng/ml, with the exception of one. Two out of thirty tests gave slightly elevated result of 0.06 and 0.13. Statistically, 0.06 is within the confidence limit of 0.05 and is not considered a discrepant result. One result >0.10 ng/ml meets qc release specification. Sample specific interferences cannot be ruled out. (B)(4). CAPA (B)(4) was opened to address elevated tni at low end concentrations.